Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm (service territory manager) evaluated the iabp unit and replaced the pneumatic module assembly after observing a familiar symptom. The stm then ran the iabp unit overnight and checked in with the customer¿s biomed in the morning. It was reported that there were still a lot of fault code #16 logged in the iabp log files but the iabp unit seemed to be working. The stm returned at a later date and re-seated all circuit boards, removed the pneumatic module assembly and replaced the cable from the pneumatic module assembly to the motherboard with non-stock parts which were confirmed to be good. The stm then reassembled the iabp unit, loaded the iabp software, and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a service/test performed by the customer, the cardiosave intra-aortic balloon pump (iabp) generated a power up fault code #16. It was noted the waveforms were irregular, and the pressure waveform rams down after autofill and the unit generated a clicking like sound. In addition, it was noted that the issue was like an iab restriction. The patient interface module (pim) was already replaced and the biomed was using a simulator on the iabp unit and not a trainer. There was no patient involvement and no adverse event was reported.